Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. It was also reported that the patient experienced a lack of pain relief. The device was subsequently explanted and returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that during the explant surgery, flow was observed when the prometra (I) pump was removed from the patient and primed. The patient was implanted with a prometra ii pump, and is reported to be doing well.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).